Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed pitch cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the middle cord was starting to fray on the pk dissecting forceps instrument. The instrument was not used on the patient after the reported issue was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.